Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was determined that the device was most likely side loaded when used with the impactor which is not what the device was designed for or it had been dropped. The assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the adapter device broke. It was further reported that the device snapped at the "t" of the attachment however it was not broken into two pieces. During in-house engineering evaluation, it was determined that the device cup-adapter t-handle was broken into two pieces. The device also failed pretests for visual assessment. There was patient involvement. It was reported that there were no delays to the surgical procedure and the event occurred while impacting the liner. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.